Manufacturer narrative:
(B)(4). Batch #. The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the laparoscopic total hysterectomy plus bilateral appendectomy procedure, heard alert sound, stopped using blade, and noted titanium tip was broken during procedure. Changed to another one to complete surgery. The surgery was delayed. No additional information can be provided and patient consequence was not reported.